Event description:
It was reported that there was an unspecified system error with a homechoice pro during use. It was not specified when in the therapy this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. The reported issue could not be identified through an event history log review. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Correction: the event history log review identified several errors including system error (se) 2084, se 2265, and se 2201. A review of the device history found that the device was no longer in its original manufacture condition. As the system errors were unable to be duplicated and no non-conforming product was identified during sample analysis, the cause of the ses was undetermined. Should additional relevant information become available, a follow-up report will be submitted.